Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during intraocular lens (iol) implantation, when the lens was fixed in sclera, the haptic broke. The lens was explanted and posterior vitrectomy was performed by implanting other non company for retropupilar aphakia. Additional information was requested, but no further information is available.